Event description:
It was reported by the patient's spouse that the beeping was heard from the implantable cardioverter defibrillator (ICD). Additional information obtained from the clinic reported the beeping was due to magnet response. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.